Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that there are discrepancies between his blood glucose level and his sensor readings. Prior to the event, he was at the gym. The blood glucose level was 210 mg/dl. No further information was provided.